Event description:
It was reported via phone call, that the customer received a button error alarm. It was also mentioned that the insulin pump was exposed to moisture. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. No unexpected audio or beep alarm noted. The insulin pump was received with cracked case at the display window corners, reservoir tube lip and battery tube threads. The insulin pump also has minor scratched display window and stained end cap sticker.